Event description:
It was reported that the elastomer of a small volume infusor ruptured which resulted in an external leak of solution. While filling the device with 0.9% sodium chloride (nacl) and 5-fluorouracil, the elastomer broke resulting in the solution spilling from the external reservoir container. It was also observed that when the luer-lock sampling device was detached, a small amount of solution leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between december 4-5, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.